Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty decoupling the dilator/sheath was confirmed and determined to be manufacturing related. The product returned for evaluation was one 4.5fr microintroducer. A gross visual inspection of the returned sample was unremarkable. Microscopic inspection of the sample found use residue on the dilator near the sheath tip. However, no damage or deformities were observed on any of the components. The unit was functionally tested by attempting to slide the dilator out of the sheath. During testing, resistance was encountered through a small segment of the dilator just before the taper region. The outer diameter (od) of the dilator near the sheath tip and the inner diameter (ID) of the sheath tip were measured. Per the specification found in rm0715326, the sheath tip ID was found to be within specification. However, per dwg0715338, the od of the dilator was found to be larger than the specification. It is likely that the larger size of the dilator was causing the interference observed during testing. The investigation was forwarded to the manufacturing facility for further evaluation.

Event description:
It was reported, "introducer would not pull apart easily like it was too tight of a fit. The introducer will not slide out, like it almost does not fit together correctly. It feels super tight. Seemed like if you tried to shove a 5fr introducer into a 4fr introducer. It was hard to remove internal plunger and separate the introducer."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "introducer would not pull apart easily like it was too tight of a fit. The introducer will not slide out, like it almost does not fit together correctly. It feels super tight. Seemed like if you tried to shove a 5fr introducer into a 4fr introducer. It was hard to remove internal plunger and separate the introducer."